Event description:
Boston scientific crm received information that this implantable right ventricular (rv) rate/sense (r/s) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the rv electrogram. This resulted in pacing inhibition and inappropriate shock therapy. The patient reported episodes of dizziness and lightheadedness. The noise was able to be reproduced with isometric upper extremity exercises. The rv r/s lead was surgically abandoned and the r/s portion of the existing right ventricular defibrillation lead was utilized. Additional information was provided that the device was later explanted due to patient condition and was returned for analysis.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. As the lead will not be returned, clinical observations cannot be confirmed. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. [Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected.] The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.